Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported the stimulator was implanted on the right buttock because she slept on her left side. The patient stated she went to sleep on her left side and woke up on her back. The patient stated her right side felt heavy and it was uncomfortable. The patient stated it was uncomfortable to turn to her right. The patient noted the issue began about 2 months prior to the call. Additional information from the consumer on (B)(6) 2018 reported they had not taken any steps to resolve the stimulator being uncomfortable. The patient noted they had an appointment with their healthcare professional (hcp) to see what he said. The patient noted they had 2 problems to discuss with him. The patient stated the stimulator being uncomfortable had not resolved. The patient stated they would see what happened after their appointment with the hcp and would contact the manufacturer with the results. Follow up information received from the patient on (B)(6) 2018 reported no further steps were taken for the issue. The patient stated that their doctor did not think that the implanted device/wires were the problem. They mentioned that they did have the ins battery changed on (B)(6) 2018 and, so far, the discomfort was gone. The patient had not slept on their right side since the surgery and they were wondering if sleeping on their back caused the ¿wires or device to penetrate further into my tailbone [sic] nerves¿ which was why they felt the discomfort. There were no further complications reported or anticipated.